Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-25641. It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient underwent surgical intervention to address the issue. During the procedure the physician noted the lead and anchor were fractured. As a result, the physician explanted and replaced the lead and anchor which resolved the issue.